Event description:
Patient was implanted with plate and screws on (B)(6) 2008. The vectra plate and 6 screws was removed on (B)(6) 2012 at c5-c6, c6-c7 due to adjacent level disease at c4-c5. Patient was re plated from c4-c5, c5-c6, c6-c7 with competitor hardware. Surgeon advised the consultant on (B)(6) 2013 that a post-op follow-up x-ray on (B)(6) 2013 revealed a metallic fragment remaining in c6. It is probable that the fragment is a peeled fragment of the elgeloy clip portion of a 2-level vectra plate that was removed on (B)(6) 2012. The fragment of the elgeloy clip that was discovered on (B)(6) 2013 remains implanted. Surgeon will continue to monitor the patient for the unretrieved fragment. This is 5 of 7 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.